Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent sling implantation to treat stress urinary incontinence and pelvic organ prolapse. Post implantation the patient experienced pain, dyspareunia, dysuria, scarring, vaginal shrinkage and discoloration. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent placement of autologus rectus fascial pubovaginal sling and excision/removal of mesh midurethral sling on (B)(6) 2015 due to sui, urinary frequency, urgency and significant dyspareunia. No additional information was provided.